Event description:
The customer reported that an alarm recording message appeared on their patient information center were occurring after they rebooted the device. The customer also noted that their alarms were no longer audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.